Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 8mm fenestrated bipolar forceps instrument. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and the was a broken main tube, which lead to a dislodged proximal clevis, as per squared region. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user noticed that both the fenestrated bipolar (broken off the carbon fiber shaft.) And cadiere forceps instrument were broken. The user continued with the procedure as planned. No fragment fell into the patient. No known impact or patient consequence was reported.